Event description:
It was reported that during a da vinci assisted surgical procedure, the left-hand controller jaws had difficulty opening, and the user had to repeatedly open and close the left-hand grip to get the grasper to open. The technical support engineer explained that the behavior likely related to either the instrument or the sterile adapter, and also considered that it could have been related to the arm the instrument was installed on. The procedure had already ended, and the site indicated another procedure would be starting shortly.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis. The mtm was analyzed. Failure analysis confirmed the complaint and verified that the grip spring was broken and lodged in the grip shaft, preventing the grip from opening or closing properly. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a broken grip spring being stuck in the shaft. It can be resolved by replacing the mtm.